Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine was not draining through the catheter. The balloons were checked weekly by pulling the fluid out of the balloon and checking the volume of the liquid and then replacing the fluid back into the balloon. Sometimes the volume of the fluid aspirated from the balloon is less than what it should be, and the balloon is not fully inflated.

Event description:
It was reported that urine was bypassing the balloon and not draining through the catheter. The balloons were checked weekly by pulling the fluid out of the balloon and checking the volume of the liquid from the balloon, then replacing the fluid back into the balloon. Sometimes the volume of the fluid aspirated from the balloon was less than what it should be, and the balloon was not fully inflated.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 unopened all-silicone foley catheter for evaluation. Per visual inspection no obvious defects were found. No manufacturing defects were observed. Per the functional evaluation, the catheter balloon was inflated with 15 cc of air using a syringe, and it was not deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and was left for 30 minutes resting on a flat surface and no deflation was found. The catheter was then handled at bifurcation area and no deflation was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." 1149, 2199: "nl" corrections: device manufacture date,concomitant medical products and device evaluated by MFR.

Event description:
It was reported that urine was bypassing the balloon and not draining through the catheter. The balloons were checked weekly and often they are found not fully inflated.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bardex® all-silicone foley catheter shaft made entirely of silicone elastomer caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).